Manufacturer narrative:
Reporter¿s phone (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the o-ring was worn which allowed the entire device to spin. It was determined that the o-ring and grip were worn. The assignable root cause was determined to be due to wear on the components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .

Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that the drill bit device did not hold correctly on the radiolucent drive device. During in-house engineering evaluation, it was observed that the o-ring was worn, which allowed the entire device to spin. There were no delays to the reported event. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.